Event description:
Additional information was received that further episodes of noise and noise reversion were observed on the right ventricular (rv) lead. Provocative testing was performed, and noise was able to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of noise resulting in pacing inhibition was observed on the right ventricular (rv) lead. Lead damage of the rv lead was suspected, but not confirmed. The patient was hospitalized, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received that episodes of myopotential oversensing were observed on the right ventricular lead. Since the patient is pacemaker dependent, he was hospitalized and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.